Event description:
Report received of 4 to 5 undocumented incidences of shut-off valves assembled "upside down." The solusets are used in the cardiovascular recovery unit and cardiovascular ICU for various medication infusions, and have been used on patients. The sets are used on peripheral and central line access sites and medication is infused by gravity. There have been no reported adverse patient event. Though requested, no further information was received.